Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive and would not unlock despite charging to approximately 20 percent, preventing meal announcements and any user-initiated actions; the device charged but the touchscreen remained unresponsive, and a replacement was provided. Symptoms included no reported clinical effects or signs of hyperglycemia; the user reported a single elevated blood glucose value of 184 mg/dl lasting about 30 minutes without alerts above threshold duration, without ketone testing, and without need for medical intervention. Outcomes included no injury, no medical assistance, and no hospitalization. Investigation included customer interview and case assessment. Investigation of this device revealed the device was placed on a charge pad and powered on without issue. Device booted and was able to unlock without issue. Based on the patient-provided video, the complaint can be confirmed.